Event description:
The following has been reported: brock pump 9233522054 software version 5.9.1.201 reported 03/22/2024 report from nurse: "it was on, but screen would not work. Was not registering touch. Seemed to be "internally" locked up. Then all of a sudden it started flashing red lights on both the primary and secondary sides . No words or alerts. Just flashing and beeping. Would not shut off or respond in any way. I think the battery finally died." Occurred during set up. Pump not infusing. No patient harm. No alarm on power up today, 3.25.24. Battery was depleted. Preliminary evaluation of the logs showed the following: clinical application failure due to sw anomaly that introduced race condition an active infusion was not delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
The root cause of the problem is a concurrency issue. The annunciation of the tubing set problem alarm halts flow. Likewise, the annunciation of the tubing set problem alert occurs when the administration set is loaded, and therefore the device is not delivering fluid. The anomaly results in the malfunction of the clinical application component of the lvp-sw which in turn will result in a moderate delay of therapy hazard. Anomaly affects only starting or resuming delivery of an infusion in specific circumstances related to a damaged administration set. The anomaly has been addressed with the installation of lvp sw version 5.9.2. Fresenius kabi will continue to monitor complaint trends to verify effectiveness.